Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high pacing threshold measurements and high pacing lead impedance measurements greater than 2,000 ohms. The impedance measurements have been steadily climbing. A chest x-ray showed no changes, thus, the physician decided to continue monitoring the patient. The system remains in service. No adverse patient effects were reported.